Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: section: 3.3 inspection of the endoscope and section: 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, foreign material was found on the forceps elevator. There was no patient involvement.